Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in battery longevity from 42% in february to 15% most recently. Premature battery depletion was alleged. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in battery longevity from 42% in february to 15% most recently. Premature battery depletion was alleged. The device remains implanted. No adverse patient effects were reported.